Manufacturer narrative:
(B)(4). Results: device not returned. Returned kit testing met all specifications. An investigation was conducted in response to the complaint. The architect anti-hcv reagent lot number 74432hn00 was tested for analytical and clinical sensitivity which were in the acceptable performance range. The manufacturing records for this reagent were also reviewed with no problems identified related to this issue. A search performed on 08 october of 2009 did not find any complaint alleging this lot number for a potential false (B)(6) patient results and no issue associated with an alleged deficiency was identified. A review of complaints from (B)(6) 2009 for this reagent did not find any adverse trend related to this issue. The current package insert for this reagent states that (if the architect anti-hcv results are inconsistent with the clinical evidence, additional testing is suggested to confirm the result). The ability of this reagent to detect anti-hcv was evaluated by testing 20 hcv sero-conversion panels from donors samples that seroconverted over the course of their donation history. The panels were also tested by an approved assay. The architect anti-hcv reagent detected anti-hcv 3 days earlier than the comparator assay in 1 of the 20 panels and the comparator assay detected the anti-hcv 5-6 days earlier than the architect in 3 of the 20 panels. Both assays exhibited equivalent detection in 16 of the 20 panels. Since no returned material was received, the cause of this issue remains unknown and it might be due to interfering substances present in the patient sample. Based on the results of this investigation, the architect anti-hcv reagent, list number 6c37 lot number 74432hn00 is performing as intended and no malfunction was identified.

Event description:
The customer stated that two samples from the same patient were hcv positive by polymerase chain reaction (pcr). The same patient tested negative with the architect anti-hcv assay and weakly positive using another method. There was no impact to patient management reported.

Manufacturer narrative:
(B) (4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79 this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.